Event description:
It was reported that during right tka an additional 5mm of patient's medial distal femur was taken off. This was following surgeon's intraoperative decision to switch to standard instrument set due to perception that tibia block dropped laterally and would not give a good cut.